Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a damaged grommet and the set screw was found in the connector bore.

Event description:
It was reported that a few days after implantable cardioverter defibrillator (ICD) implant, it was noticed that the superior vena cava (svc) screw on the header was not gripping the competitor lead properly. The ICD was implanted with an existing competitor lead, svc impedance was reported as being quite high, a defibrillator threshold test (dft) was performed which was normal. A short number of days after the implant the svc impedance became very high and the patient went back to the facility to have a new lead implanted, which also had a high impedance. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.